Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the surgeon monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor of the navigation system was intermittently losing display. The monitor then displayed "no signal detected". The representative reported that the connector on the back of the monitor for the cable was damaged and would not allow the cable to connect fully. The cable was reported to have no visible faults. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: device product number, catalog number and UDI. The surgeon monitor was returned to the manufacturer for analysis. Reported issue was confirmed. The cable connectors offset screws was broken off preventing the cable connector from being firmly screwed in securing the connector on the monitor that it would have prevented the cable from falling out. Loose hardware was rattling around inside of the monitor. Found a washer loose inside. Monitor functioned normally without failure. The hardware investigation found that the reported event was related to a hardware issue; physical damage failure mode. This issue was documented in a medtronic navigation hardware anomaly tracking database.